Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, myocardial infarction and surgery occurred. In (B)(6) 2011, the subject presented with coronary artery disease. The 80% stenosed target lesion was located in the distal right coronary artery (rca). The lesion was 10 mm long with a reference vessel diameter of 3 mm and was treated with direct stent placement of a 3.00 mm x 12 mm taxus liberte stent with 0% residual stenosis. The subject was discharged on aspirin and prasugrel, the following day. In (B)(6) 2011, the subject presented with chest pain and mildly elevated cardiac enzymes reported as a myocardial infarction and was scheduled for a coronary artery bypass graft (CABG) procedure. Antiplatelets were discontinued to prevent risk of hemorrhage. Five days later, the subject underwent CABG with left internal mammary artery (lima) to left anterior descending (lad) artery, saphenous vein graft (svg) to distal posterolateral branch of rca, svg to distal left circumflex (lcx) and svg to 1st diagonal. The subject developed "v-tach", post-surgery, and was shocked multiple times with return to normal sinus rhythm. No further arrhythmias were reported during the remainder of hospitalization. Blood loss and decreased hemoglobin, post-CABG, which was treated with blood transfusions. The event was considered resolved without residual effects and the subject was discharged five days following surgery. Antiplatelet therapy at the time of discharge is unknown.